Event description:
Following placement of a 2-level anterior cervical plate at c4-c6 spinal levels on (B)(6) 2013, one of the inferior screws was noted to have loosened by a few millimeters. The issue was noted on (B)(6) 2013, but the surgeon is satisfied with the stability of the construct and fusion progression. No revision surgery is planned at this time.

Manufacturer narrative:
(B)(4). The product remains in-situ and is unavailable for evaluation. Investigation of similar complaints in other anterior cervical plate systems determined the failure mode to most frequently be associated with excessive screw angulation or interbody subsidence resulting in screw angulation. It is unknown if the lock screw covers were properly placed and adequately tightened during the initial surgery. No additional evaluation can be made at this time. Patient is reportedly doing great despite the screw back-out and surgeon will continue to monitor radiographically. Should additional relevant information be obtained, a follow-up report will be filed. Review of labeling notes: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..."